Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the filter of the locking device dislodged and jammed the scope. The procedure was completed with another scope and microvasive rx locking device & biopsy cap system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.